Manufacturer narrative:
Investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19055678. Root cause analysis: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055678 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Investigation conclusion: previous investigations have identified that recessed pistons can occur as a result of a core pin mismatch which results in a slight step being formed within the component. As a result, when the piston is depressed it can be caught on the step and remain in the recessed position when disconnected. Although this is considered to be a rare occurrence, the manufacturing site have identified improvements to the in-process testing protocol for this component, furthermore an improved segregation system has been implemented on the automatic assembly machine. In this instance, the affected lot was manufactured prior to the implementation of the new segregation system. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that maxzero needleless connector piston remained in the recessed position. The following information was provided by the initial reporter: the reported feedback suggests the blue piston remained in the recessed position and did not return to the closed position.

Event description:
It was reported that maxzero needleless connector piston remained in the recessed position. The following information was provided by the initial reporter: the reported feedback suggests the blue piston remained in the recessed position and did not return to the closed position.

Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval yes. D10 returned to manufacturer on: 08/28/2020. Investigation conclusion: a mz1000 sample was received for investigation; no packaging was received with the sample, however feedback from the customer indicates the affected lot number to be 19055678. The initial feedback provided by the customer indicates that the piston had remained recessed, however further feedback from the customer indicates that the actual complaint issue was for a crack to the maxzero which resulted in leakage. A visual inspection of the maxzero confirmed the customer's experience as a crack was observed to the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055678 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.